Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon reviewing data from merlin.net transmission noise was noted on the right atrial lead. The patient had been doing heavy labor with snow machine. The lead remained implanted.